Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient's revision surgery has not taken place yet and it is planned to occur on may 25th due to an adverse tissue reaction for metal hypersensitivity. Radiographs show a loose of acetabular component.